Event description:
Reporter alleged blood glucose device read "lo" and had not eaten so had some orange juice. It was reported 5-10 minutes later reading on meter was 431 mg/dl and customer had to be taken to the hospital about 1/2 hour later. Reporter stated hospital result was 506 mg/dl and customer was treated with insulin and an IV, contents unknown. Reporter indicated test strips are expired and a request was made for the return of the suspect device and replacement product was sent.